Event description:
A facility representative reported with a description of plunger slide under the intraocular lens (iol) during lens push through. Had to use new lens because lens was scratched. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. (Lot number) additional information provided in d.9., h.3., h.6. And h.11. One opened company handpiece injector was returned for evaluation for the report that the plunger slide over the lens and scratched the lens. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be non-conforming with metal defects on the plunger surface and the plunger observed to be bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger, which could result in the plunger scratching the lens. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in february 2013. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. (FDA evaluation result code). The manufacturer internal reference number is: (B)(4).